Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspected multi-function cable and adaptor were received. The customer's report was observed and attributed to the multi-function cable and the CPR connector. The accessories were scrapped to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.